Event description:
Patient reported experiencing failures with three cartridges, including a blockage in one and two others popping off, rendering them unusable. There was no reported impact to the customer¿s blood glucose level. Patient declined a call back from customer technical support, and no additional information was received regarding the outcome of the event.